Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the neutraclear was found to be broken from the inside during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector broke was confirmed. Visual inspection of the set noted the male luer collar was broken off from the connector and many cracks and stress markings were observed on the collar pieces. The root cause was not identified. The mating devices were not returned for investigation.

Event description:
The customer reported that the neutraclear was found to be broken from the inside during patient use. There was no patient harm.